Manufacturer narrative:
Alleged failure: shaft insulation scratched/cosmetic damage (pass insulscan). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.